Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from an unknown location, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during an unknown process step of automated peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location. The caregiver (cg) stated, ¿there was a little moisture on the floor¿. The hp confirmed that everything was properly tightened before the start of the therapy. They did not notice any damage from the bag or over pouch. No sharp objects were used in opening the pouch. The alarm was cleared before calling renal therapy services (rts). The hp stated they did disconnect from the set and they started over with a new one. Rts reviewed proper procedures from the user manual with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.